Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by turbid effluent. The cause of peritonitis was not reported. The same day as the event onset, the patient was hospitalized and was treated with fortum and vancomycin (intraperitoneally, doses, frequencies and durations not reported) for peritonitis. Two days after the event onset, fortum treatment was discontinued and on an unknown date, vancomycin therapy was stopped. At the time of this report, hospitalization was ongoing and the patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.